Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, (B)(4). Description: linear st lead, 50cm model #: sc-2138-50 ,(B)(4) description: scs 50cm iii lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg would not hold a charge and had stopped working. The patient underwent a revision procedure wherein the ipg and leads were replaced. Device malfunction was suspected. The patient was reportedly doing well postoperatively.